Manufacturer narrative:
The device has been received at the MFR and a quality investigation is anticipated. A f/u report will be filed when the investigation has been completed.

Event description:
It was reported that an oil-like substance leaked from the remb sag saw during a podiatry procedure. A back-up was used to complete the procedure without injury to the pt or user, and there were no adverse consequences.